Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right atrial (ra) lead on electrograms (egm). This may be affecting mode switching. The lead remains in use. No patient complications have been reported as a result of this event.